Event description:
This pt experienced a restenosis of a cypher stent approx 37 months post implant. This was treated with add'l stent placement. This pt was admitted to the cath lab for coronary evaluation. The pt was currently taking beta-blocker therapy, aspirin, ticlopidine, lipid lowering agent, and statins. Angiography revealed the lesions: the mid-lad, proximal lcx and the proximal rca. A 3.0x28mm cypher stent was deployed to 12 atms in the mid-lad. A 3.0x18mm cypher stent was deployed to 20 atms in the proximal lcx via direct stenting technique. Finally, two cypher stents, a 2.5x18mm and a 2.5 x 13mm, were deployed to 14 atms each in the proximal rca via direct stenting technique. Cardiac enzymes were within normal limits following the procedure. The pt was discharged the following day on beta-blocker therapy, aspirin, ticlopidine, lipid lowering agent, and statins. Approx 37 months later, the pt underwent a bicycle stress test, which revealed silent ischemia. The pt was re-evaluated via cardiac catheterization, which revealed a 70%, instent restenosis of the 3.0x28mm cypher stent in the mid-lad, as well as a 20%, de novo b1-type lesion in the second diagonal branch. A 3.0x34mm taxus stent was deployed to 12 atms within the cypher stent. Residual stenosis was 0%. Balloon angioplasty was conducted in the second diagonal branch lesion site. A 2.0x 20mm balloon was inflated to 12 atms. Residual stenosis is unk. There was a good overall result.

Manufacturer narrative:
Note: is not distributed in the us; however, it is similar to us product. Add'l info will be submitted within 30 days of receipt.